Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse confirmed the leak and found tube fitting to the color clarity and specific gravity (cgm) module was loose. The fse also identified a loose fitting to the syringe. The fse tightened all fittings and retightened the probe fitting. The fse primed the instrument to clear any bubbles in the line and reran quality controls. The controls passed, the customer system was operational. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported a contained leak and fluid was found in the strip waste container and on top of the strip provider module (spm). The customer indicated about 5cc's of fluid leaked. The customer was wearing their lab coat and gloves at the time of discovery. The customer was not exposed to the leak and did not seek medical attention. There were no erroneous results generated or reported out of the lab. The customer attempted to troubleshoot by tightening one of the fittings, the customer did not identify which fitting was adjusted. The customer stated quality controls were not passing.